Event description:
A defect in the replication service that may sometimes lead to a data record being written to the recipient data bse with a primary database drug key=1, regardless of it's actual primary key value. If there was no prescription record with primary drug key=1, then a record gets created, and if there was a prescription record, then it gets updated so that all its info will be overwritten to look like the source record. Cerner has not received communication on any adverse pt events as a result of this issue.

Manufacturer narrative:
Cerner notified all potentially affected clients on (B)(4) 2012. The software notification included a description of the issue as well as instructions to identify affected records. Cerner corporation considers the issue resolved and no further narrative is required for follow up.